Event description:
It was reported that the patient met the manufacturer representative on (B)(6) 2015 to adjust stimulation. The patient went to bed that night and felt a strong vibration, the patient got ¿shocked something terrible¿. There was expressed concerns of shocking sensation, it was noted that the patient would not say it was a shocking sensation, just a strong vibration. It was thought it was helping their kidneys because they were peeing a lot. The patient felt the strong sensation from the back all the way down their feet. Since that day it happened when they laid down flat to go to bed. When the patient raised their head up the strong vibration stopped. It was thought they had one long lead going down the back. The manufacturer representative told the patient to decrease the stimulation before lying down. It was noted that decreasing stimulation would help reduce the stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) was unaware the patient was having any symptoms. The rep. Did reprogram the patient on (B)(6) and everything was fine. The rep. Was going to contact the patient to talk about symptoms. After the rep. Spoke with the patient it was noted that the patient had an appointment with his physician on (B)(6) which the rep. Was going to be at. They were going to activate the adaptivestim feature which hadn't been activated yet which was why he was having the strong sensitivity when he laid down. The patient had been adjusting it down whenever he laid down but the rep. Was going to adjust that at the appointment so he thought that should take care of what was going on.